Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other nine proglide devices are filed under a separate manufacturing report numbers.

Event description:
It was reported as a general comment that approximately 10 proglide devices were used with the whole suture coming out with plunger removal. The suture did not capture the vessel wall in transcatheter aortic valve implantation (tavi) procedures. Two other proglide devices were successful in achieving hemostasis with the preclose technique after the tavi procedures. There was no adverse patient sequela and no reported clinically significant delay in the procedures. The number of patients, procedures, and number of proglide devices used was not provided. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, unused, sterile proglide devices of the same lot number as the complaint devices were returned for evaluation. Functional testing was performed with no malfunctions observed.